Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump gave a rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window. The pump also had moisture damage on all electronic assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device reset itself twice in two days. Device alarmed a radio frequency failed self test. Customer's blood glucose was 49 mg/dl. Device failed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.